Manufacturer narrative:
(B)(4). The customer provided one photo showing a guide wire assembly. The arrow raulerson syringe (ars) was not pictured. Signs of use are visible inside the guide wire tubing. A kink is visible on the guide wire. Therefore, the customer report is confirmed by the photos. The customer also returned one opened cvc kit for analysis. The ars/18ga introducer needle subassembly was not returned for analysis. Signs of use in the form of biological material were observed inside the guide wire tubing. Visual examination of the guidewire revealed one kink. This kink resulted in the j-bend to be slightly misshapen. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the ars/18ga introducer needle subassembly as they were not returned. The kink on the guide wire measured 555mm from the proximal weld. The overall length of the guidewire measured 603mm, which is within the specification limits of 596mm-604mm per the guidewire product drawing. The outer diameter of the guidewire measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guidewire product drawing. Functional testing was performed per the instructions for use (IFU) provided with this kit. The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was inserted into a lab inventory ars/18ga introducer needle subassembly. Despite the kinking, the guide wire was able to pass with no issue. A manual tug test confirmed that both guidewire welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The customer report of a kinked guidewire was confirmed through investigation of the returned sample. Visual analysis of the guidewire revealed that it was kinked. Despite this, the guidewire passed all relevant dimensional and functional requirements. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the failure appears consistent with damage due to undue force applied during insertion; however, without the ars also returned for analysis, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports.

Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00232 and 3006425876-2025-00195.

Event description:
It was reported that "during insertion, the doctor found the 2 consecutive set of swg kinked when the swg inserted into ars during used on the same patient." They changed a new one to resolve the issue. No harm for the patient. The patient condition is fine. No medical intervention was required. The associated emdr report numbers are 3006425876-2025-00232 and 3006425876-2025-00195.

Manufacturer narrative:
(B)(4).